Event description:
It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina and st-segment elevation inferior wall myocardial infarction. Subsequently, coronary angiography and the index procedure was performed. Target lesion was a de novo and culprit lesion for stemi located in mid right coronary artery (rca) with 99% stenosis and timi flow 1. It was 22mm long with a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilatation using 2.5 x 20mm emerge balloon catheter and a 3.0 x 20mm emerge balloon, followed by a 3.50 x 28mm promus element plus drug-eluting stent, which was placed with 0% residual stenosis and timi 3 flow. After two days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented in cardiology department for follow-up care with complains of chest pain in the middle of the chest with some radiation towards left shoulder with exertion. The patient stated that the pain was noticed while using arms and it resolved after 1-2 minutes with rest. Subsequently, the patient was scheduled for a left heart catheterization eleven days later. The 99% severe subtotal proximal occlusion located just prior to the proximal study stent edge was treated using pre-dilatation and placement of a 3.50 x 16mm promus drug-eluting stent. Following, post-dilatation there was no residual stenosis, no proximal distal edge dissections and timi grade 3 flow. The patient was then taken to the clinical decision unit for overnight observation. On the next day, the patient remained stable overnight and the event was resolved and the patient was discharged on aspirin and clopidogrel.